Event description:
Customer reported device = 271mg/dl. Based on reading, customer dosed with 32 units of insulin. 4 hours later, customer was found unconscious in bathtub. Paramedics were called and customer was transported to the hospital. Customer was stablized with hot blankets, juice, and an IV before being sent home. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.